Manufacturer narrative:
Additional information/correction: b5.

Event description:
The patient presented in-clinic with a symptom of lightheadedness. The device was checked and it was observed that the autocapture algorithm was having difficulty recognizing loss of capture. The event was resolved by reprogramming the device. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic with a symptom of lightheadedness. The device was checked and it was observed that the autocapture algorithm was having difficulty recognizing loss of capture. No intervention has been conducted at this time. The patient was stable with no consequences.